Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, cosmetic damage, failed battery test, reprogram alarm. The customer reported no adverse event. The event involved product(s) mmt-751lnas. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-751lnas will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, a21 test and self test. Pump passed off no power test. No failed battery alarm during testing. Pump history download using thds was successful. However, there is no data available on (10-sep-2024), unable to perform data analysis for no button error alarm and failed battery complaint. The following were noted during visual inspection: cracked case , cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm noted. No button error alarm during testing. However, intermittent button response was confirmed due to flattened esc and act button dome switch (creased). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.